Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced high impedance issues. The lead select showed a red x at electrode 7, and electrodes 3, 6, and 7 had impedance values of 27760, 27910, and 27970 respectively, each marked with an orange avoid icon. There was a loss of stimulation associated with these impedance issues. Troubleshooting was performed, including reprogramming to avoid using the affected electrodes, allowing the patient to successfully adjust stimulation using the patient handset. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.